Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was also noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was also noted that visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was also noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was also noted that visual analysis was performed only.

Event description:
The patient's system was returned with no information. Manufacturer's database indicates the patient died approximately eleven months from system implant. The cause of death was requested and follow-up attempts were made, but no further information was available.